Event description:
It was reported that the customer passed away due to pulmonary embolism. It was also reported that the insulin pump delivered 90 units of insulin as the customer slept. Troubleshooting was not performed as the insulin pump was not available at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.